Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video, a comprehensive investigation cannot be performed and a probable cause cannot be determined. Lot number was not provided, therefore, lot history review could not be performed. D4: only di provided as lot number is unknown.

Event description:
The event involved a microclave® clear neutral connector where the customer reported that the nurse noted fluids on glove and bedding while starting 1600 assessment on patient. The nurse re-traced lines and noted the peripherally inserted central catheter (PICC) was leaking from the clave closest to patient. The nurse notified the transport nurse to assess PICC. The customer inspected the device and said that it appeared that there was a crack in the clave as fluid could be seen inside PICC clave. The plan was to start peripheral intravenous (piv) and remove PICC. The PICC was inserted on july 9th and removed sept 7th - PICC in for 2 months. The patient appeared to be stable and did not appear to have any adverse outcome at the time.